Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. D6: corrected. H6: corrected health effect and investigation clinical codes.

Event description:
Legal case-USA. Lor form received in complaint inbox on 06dec2023. No information provided other than patient name. Case updated with ebi data identified based on patient's name, no more information about revision, surgery ops report provided at this time.